Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a kyphoplasty procedure, cement extravasated into the patients lung. It was also reported that fragments of the cement could not be removed. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.